Event description:
The reporter states the expiration date on the accu-chek aviva test strips is 08/31/08. The MFR's expiration date is 8/31/07. No reported actions taken. No adverse event reported. New strips sent and return requested.